Event description:
It was reported that (1) device was used during treatment of endometrosis. It was reported by the affiliate that the atw35 staples dropped and fell into the pt (could retrieve from the pt). Another instrument was used to complete the case. The device was discarded.